Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the catheter revealed catheter body broken and catheter body user related hole. Analysis of the sc connector revealed no significant anomaly, sc connector non-significant indent in seal, did not affect infusion. Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2018, product type: catheter. Product ID: 8578, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: (B)(6) 2006, UDI#: (B)(4) ; product ID: 8578, serial/lot #: (B)(4), ubd: (B)(6) 2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving fentanyl (50 mcg/ml at an unknown dose) via an implanted pump. The patient¿s medical/surgical history included a laminectomy. The indication for pump use was failed back surgery syndrome, failed back surgery syndrome ¿ other, non-malignant pain, and other non-malignant pain. On (B)(6) 2018 it was reported that when opening the pocket for a routine pump replacement procedure, the physician discovered the catheter was not intact. The physician spoke to the patient¿s family who stated that the pain relief had not been as good in the past 2-3 months. It was also reported that the pump was sagging in the pocket after recent weight loss. The environmental, external, or patient factor that may have led or contributed to the issue was noted to be the weight loss. No diagnostics and/or troubleshooting were performed. The pump and catheter were replaced. The issue was not resolved at the time of the report. The pump dose was decreased to 25 mcg/day after the revision. The patient status was reported as ¿alive ¿ no injury¿. It was noted that the hcp had no further information to provide. No further complications were reported/anticipated.